Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) and it was checked the subject device and found the following at the investigation. When it was checked the channel from the instrument channel outlet at the distal end to the suction connector with the visual inspection, it was found the brown colored foreign object inside the instrument channel port. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the positive result for the microbiological testing on the subject device at the user facility could not be conclusively determined. However as for the brown colored foreign object inside the instrument channel port of the subject device, it was detected a metal oxide component after collecting foreign object and performing component analysis. So omsc determined there was the possibility this phenomenon was attributed to a metal oxide component, the rust. The cause of rust might have been improper drainage and drying work after the reprocess. Bacteria could grow if water remains in the endoscope. The cause of the escherichia coli remaining after the reprocess was unknown, but it is possible that the lack of drying work on the endoscope affected the growth of escherichia coli. The location where rust was generated and the location where escherichia coli was detected match. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the brown colored foreign object inside the instrument channel port with the visual inspection. In addition, there were no significant scratches or stains on the inside of the channel from the instrument channel outlet of the distal end to the suction connector, the distal end, or the external appearance of the cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of annual routine microbiological testing by the user facility, the sample collected from the suction channel, the instrument channel, the air/water channel the distal end and the surface of the subject device tested positive for escherichia coli. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. Since the subject device had not used after getting this positive test result, there was no report of infection associated with this report.